Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant using an 8f amplatzer trevisio intravascular delivery system. There was no kinks or angulation noted in the delivery system. The device was tested prior to implantation, and it deployed in the normal shape. While attempting to implant the device, the device deployed in a chalice appearance. The deformed device was not released from the delivery cable while inside the patient. A replacement 35mm amplatzer multi-fenestrated septal occluder - cribriform ((B)(4)) was used as a replacement. The device was successfully implanted, and the procedure was completed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Few wires on the distal disc were overlapped and bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. One blurred image from field appeared to show a deformed distal disc of an occluder device deployed through the 8f loader. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. One image from appeared to show a deformed distal disc of an occluder device. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a